Event description:
The pt reported that about 2 years ago he had to be hospitalized due to a heart attack and his blood glucose was also reading high (exact bg level was not provided). He did not provide any further info regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition that could have contributed to the pt's heart attack, hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.